Event description:
Appears atrial under sensing may be causing device classified false termination of some at / af episodes. See #11778. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).